Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found. (B)(4): lens not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -08.00 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting, significant reduction of irido-corneal angles and an unreactive pupil (fixed). The lens was not exchanged for another lens.